Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was broken during a cadaver lab training. It also stated that it will not latch into block.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: examination of the returned device confirms the reported event. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.